Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach the balloon stayed up for an extended period of time and did not deflate with negative pull right away. The contrast was 80/20 mix. The patient is recovering well from the procedure.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach the balloon stayed up for an extended period of time and did not deflate with negative pull on atrion right away. The contrast was 80/20 mix ''. In this case, it is possible that the increase in contrast ratio may have impacted the deflation rate of the balloon. Per the preparation training manual, a ''contrast solution bowl of 15% contrast solution (85 ml saline + 15 ml contrast)'' is needed. A higher contrast ratio may result in a thicker medium with a higher viscosity, which can decrease the flow of fluid from the inflation balloon and result in the observed difficulties attempting to deflate and remove fluid from the balloon. As such, a use error (use of higher contrast ratio) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.